Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, the right atrial lead was oversensing and the pwaves had gotten smaller. The lead remains in use. No patient complications have been reported as a result of this event.